Event description:
It was reported via user facility report: "left total knee was originally placed in 1998. Pt reported that she has had ongoing pain on exertion since the time of the original placement in 1998. In 2006 all knee components were removed and an antibiotic spacer was placed."

Manufacturer narrative:
Other devices listed in the ufr: 3042-0007 - concentric poly patella, lot 1pwda. 7115-0007 - series 7000 std tibia, lot t98k450. 3051-0708 - series I tib bearing ins, lot 33373401. It cannot be determined which, if any, of these devices may have contributed to the pt's pain. Devices are not available for evaluation.